Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia with blood glucose value elevated up to 500 mg/dl. The customer's blood glucose value at the time of call was 449 mg/dl. The customer treated the high blood glucose with manual injection/ insulin pen. The customer denied any symptoms related to high blood glucose. No further patient complications requiring medical interventions were reported. Troubleshooting was performed and it was found that the customer was not using automode feature but confirmed the usage of insulin pump within 48 hours of the reported high blood glucose event. Customer reported bent cannula. No further patient complications were reported. Troubleshooting was performed. The customer will discontinue the use of the device.